Event description:
The iab leaked. This was the only info at the time of the report and when the datasheet was returned on 5/4/98. [Event complications]: unk-reported 3/20/98; none-reported 5/4/98. [Pt's current status]: stable in ccu-5/4/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/21/98).